Manufacturer narrative:
Date of event - unknown the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon (pcb) device for one lesion. The de novo lesion was located in the femoral artery. The vessel was mildly tortuous and the lesion had mild calcification. The lesion morphology was tight eccentric stenosis. The lesion was 6mm in diameter and 10mm long with 80% stenosis before treatment. After treatment, stenosis was reported as 0%. The patient had follow up visit in (B) (6) of 2006. There is a comment of healing failure. The target lesion did not remain patent since the procedure. Healing failure is reported as an adverse event. No further data was provided. There was no intervention since the pcb procedure. No additional follow up information was provided.